Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus underdelivered medication. The patient returned with the pump and it was noticed that the infusion bag still had some remaining volume left. The pump stopped and the reservoir volume showed 0. It was verified that the initial programing of the pump matched the calculation for the dose, volume and rate ordered. There was no patient injury.